Manufacturer narrative:
The manufacturer conducted an investigation into this incident and determined that it occurred due to the patient's medical condition and the customer's improper operation of the CT system. We believe that the patient (patient was sedated) moved during scanning and his knee came into contact with the mylar ring cover, which caused the ring to contact with the rotating parts of the system, therefore breaking the mylar ring. This resulted in the patient's knee being broken. A quality check of the system was conducted and no problem was found. It was reported that the patient immobilizing strap was not being used to immobilize the patient. It was also reported that the patient was not being monitored as closely as he should have been during the procedure. The inside of the gantry was not visible from the scanning console due to the position of the device in relation to the scanning console. Ths incident occurred at a facility in (B)(6).

Event description:
During a procedure, the patient moved his knee towards the rotating part of the gantry, and consequently, patient injured his knee.